Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to look up a medication using the search bar. A technical support specialist tss requested the medication name and confirmed it as zolpidemambien. Tss identified that the medication was stocked in the cabinet, it was classified under a high alert override category, and the user had only general override access. The system functioned as intended after the technical support specialist had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to look up a medication. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.